Event description:
It was reported that the patient passed away and the cause of death was not provided. The death was not device or therapy related and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Although the cause of the patient¿s death was unknown, it was reported that the outcome was not device or therapy related. The device was not explanted and not available for evaluation. No further information could be provided by the customer. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate ii lvas instructions for use, rev. C lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.